Event description:
Pa reports during patient's routine lap band adjustment he was accessing the realize port with the recommended "realize" huber needle. Syringe was filled per normal routine, pa was able to aspirate fluid from the needle. Pa then accessed lapband ap-s port without difficulty but noticed he could not depress plunger. Pa repositioned needle and was still unable to depress syringe plunger. Pa removed needle, obtained new realize needle and syringe with fluid and accessed port again, this time with no difficulties. After completion of procedure, and patient departure, pa did inspection of initial huber needle/syringe. He could find no gross abnormalities but still was unable to depress the plunger. Pa then applied greater amount of force to plunger and was finally able to expel saline and noted a "small sliver of what appeared to be port silicone" expelled within the fluid. Packaging, needle and fluid (with silicone sliver) all taken to risk management for reporting purposes. All remaining needles of this type removed from office and will be switched out with an alternate needle. No injury to patient, just additional discomfort in having to re-access port a 2nd time.healthcare professional's impression:needle created a plug which fluid was unable to pass by. ====================== manufacturer response for huber needle, realize======================rep was contacted, all additional needles of this type were removed from clinic.